Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call moisture damage and leaks on the insulin pump. Customer advised the reservoir leaked inside of the insulin pump. Troubleshooting was not performed. The insulin pump will not be returned for analysis.